Manufacturer narrative:
Based on the available information, the event is deemed to be a reportable serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but has not been received to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
End user reports a cut to his stoma measuring 3/8-1/2'' from the mass. He reports having a tiny amount of bleeding from this area. The bleeding resolved without intervention. The end user's ostomy nurse applied aquacel to this area, a barrier ring and a coloplast 1-piece flat flexible appliance. The end user stated that the affected area has already started to improve. He was wearing an ostomy belt when this occurred. The end user feels that the wafer was too rigid which contributed to this cut. No further information has been provided.